Event description:
Customer reported an issue with the battery being half full and then the insulin pump suddenly shutting down. He stated that there were no alerts. He was advised to clean out the battery compartment and to check for corrosion and damage. The blood glucose reading was 130 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.